Event description:
It was reported that the unit would not run. It was further reported that the unit experienced an e-2 error.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.